Manufacturer narrative:
Updated fields : b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 . A getinge field service engineer determined the problem to be a safety disc malfunction. The issue was resolved by replacing the safety disk (0997-00-0985-01) on-site. The machine has been delivered to the customer.

Event description:
N/a.

Event description:
It was reported by getinge field service engineer (gfse) that the cs300 intra-aortic balloon pump (iabp) displayed an automatic inflation failure after powering on. There was no patient involvement.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site address : (B)(6). A supplemental report will be submitted upon completion of our investigation.